Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after advancing the right ventricular (rv) lead into the ventricle, the patient's blood pressure dropped, and the patient complained of chest pain. An echocardiogram was performed, and a small amount of blood accumulation was observed on the tip of the lead. The patient was treated with medication, and the patient's blood pressure improved. No further increase in blood accumulation was observed, and the implant procedure proceeded without further incident. The lead remains in use. No patient complications have been reported as a result of this event.